Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a the balloon of a arndt endobronchial blocker was found to be leaking. A male patient underwent an excision of the middle lobe of his right lung on (B)(6) 2020. The balloon was inflated with 5 ml of air. About an hour and a half into the procedure, the operator of the device found the balloon was leaking. No adverse effects were reported due to this occurrence. Another device was used to complete the procedure successfully.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. It was reported to cook that the balloon within a arndt endobronchial blocker set, c-aebs-7.0-65-sph-as was leaking. This incident was reported by (B)(6) hospital, in china, on (B)(6) 2020. The device was removed and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, instructions for use (IFU), manufacturing instructions (mi), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file found that this device is both safe and effective for its intended use. A review of the device history record (DHR) could not be completed due to a lack of lot information from the user facility. From the information provided, cook could not conclude that the device was manufactured out of specification, or that there are nonconforming devices in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_aebs_rev5 [arndt endobronchial blocker set] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: warnings: ¿the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation.¿ precautions: ¿this product is intended for use by clinicians trained and experienced in the use of bronchoscopes and airway anatomy. Standard techniques for se of bronchoscopes and endobronchial blockers should be employed. Caution is recommended when working near the hilum. The balloon position should be verified to prevent inadvertent balloon damage. Following insertion of the blocker balloon through the multiport adapter, the balloon should be test inflated.¿ how supplied: ¿upon removal form package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, a root cause was traced to component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.